Event description:
Affected electrode channels were observed. Reportedly the recipient fall out of the baby walker. Re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Affected electrode channels were observed during in situ testing. Reportedly the recipient had a fall prior to the reported issue. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient is reported to have fallen. Affected electrode channels are observed. Reimplantation is considered.